Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure not possible to perform balance adjustment and error e104 (fog free function failure) was confirmed, image is interrupted was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adjusting ring of the control section is broken, the tesu board is broken and therefore error 104 occurs. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation image is interrupted no problem was detected and related to the customer allegation not possible to perform balance adjustment and error e104 (fog free function failure) the cause was traced to the adjusting ring of the control section is broken and the tesu board is broken and therefore error 104 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device presented the error e104 (fog free function failure) and a image that is interrupted in which is not possible to perform balance adjustment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.